Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella pump had to be swapped out due to unspecified positioning issues. There was no patient harm.